Event description:
An infusion pump with depleted batteries. Information was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident involving the pump.